Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced the insep due to missing magnet piece. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 5 is reporting as not closed and preventing medications being withdrawn. The customer stated that there was a delay in dispensing the medication and they went to another unit to get meds. There were no adverse events or injuries reported based on this incident.